Manufacturer narrative:
It was unknown which valve the patients received sapien, sapien xt or sapien 3 valves. The PMA numbers are (B)(4), respectively. The date of the event(s) is unknown. Therefore, the date the article was received, december 24, 2020, was used as the occurrence date. Article reference: eng, marvin h., faraj kargoli, dee dee wang, tiberio m. Frisoli, james c. Lee, pedro s. Villablanca, hassan nemeh et al. Short and midterm outcomes in percutaneous mitral valve replacement using balloon expandable valves. Catheterization and cardiovascular interventions (2021). According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, and bleeding are potential adverse events associated with the transcatheter valve replacement procedure. Vascular complications are a well recognized complication of the tavr procedure in this elderly population with multiple comorbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Majority of access related bleeding complications are related to diseased vessels or procedural technique during the insertion or removal of the sheath. There are cases where the bleeding is significant and more complex intervention or transfusion is required to treat a permanent injury from occurring. Intraoperative and post procedural bleeding without an obvious source of bleeding is a rare but potentially life threatening complication of cardiac interventional procedures, and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including predilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the major vascular complications could not be determined with the limited information provided by the authors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Per the article, short and midterm outcomes in percutaneous mitral valve replacement using balloon expandable valves, from (B)(6) 2013 to (B)(6) 2019, a total of 88 cases of transcatheter mitral valve replacement (tmvr) were performed at single center. A total of 38, 31, and 19 patients were treated with a valve in valve, valve in ring, or valve in native mitral annulus, respectively. During the study period, 3 patients had major vascular complications. Additional information was not provided by the authors.